Manufacturer narrative:
H10: only the white luer adapter component (patient line connector) of the cassette was received connected to the female connector of the transfer set. The white adapter was hand removed from the female connector during leak testing and there were no issues observed on the components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a pd cycler cassette was unable to disconnect from a minicap extended life pd transfer set. This was described as ¿when the client attempted to disconnect from the cycler, the dark blue cone shaped tip remained in cycler patient line¿. As a result, ¿the client had to add clamp below the device and cut the cycler tube¿. This occurred during use for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.